Event description:
Customer's son reported customer received an error message from their freestyle freedom meter. Customer's son reported customer experienced symptoms of slurred speech, dizziness and had difficulty standing up. Paramedics were called and treated customer with glucose intravenously. There is no report of any diagnosis, death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.